Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. The customer's blood glucose level was impacted (approximately 300 mg/dl). The customer had replaced cartridge and delivered a correction bolus. The pump resumed, however the alarm had reoccurred. The customer indicated would used the pump until replacement arrived and had manual injections available.